Manufacturer narrative:
No malfunction suspected; the end user's daughter reported while the end user was sitting in the power wheelchair and was not wearing the seatbelt, the end user slid onto the floor. Hoveround's owner's manual warns "to reduce the chance of serious injury or death from tip-over, collision with obstacles, loss of control, or falling from the power wheelchair, keep yourself properly positioned in the seat: keep your seat belt fastened, and always use the seat belt."

Event description:
While sitting stationary in the power wheelchair and not wearing a seat belt, the end user slid out onto the floor.